Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid on the tubing set. The set was retained nd is available for eval. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. He was treated with prophylactic antibiotic 500 mg cypro. No adverse event reported at this time.